Manufacturer narrative:
Two images were submitted for evaluation to product performance engineering; no device components were returned. The following visual inspection was based solely upon a review of the images provided. The images appeared to show a foreign white fiber like object protruding from the distal dilator tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed foreign white fiber like object remains unknown.

Manufacturer narrative:
Corrected information: g3, h2, h6.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (B)(6) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, after placing the swartz introducer in the cardiac chamber, it was attempted to reinsert the wire, but resistance was noted preventing the wire from being advanced. After removing it from the patient's body material from between the inner tube and the wire was visually noted. When examined, it looked like a fiber. After removing the material, the wire passed through the introducer without any issues. The procedure was completed without replacing the device with no adverse consequences to the patient. The hospital discarded the reported device. The dilator and wire that come with the swartz introducer had been inserted.